Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was being performed by tandem customer technical support, however the customer declined to proceed with troubleshooting. Customer cleared the alarm and reported that the infusion set would be changed. Customer's blood glucose was 150 mg/dl.